Event description:
The devices were implanted in 2002, and appear to have functioned without problems. In 2004, the facility's nurse mgr informed the manufacturer's (MFR.) Vascular access specialist of the following: the pt developed an infection after open heart surgery and as a result, the devices were explanted. No further details were provided at this time.